Manufacturer narrative:
(B)(4). The technical service engineer (tse) replaced the printed circuit board, performed testing and calibration. All tests and calibrations were passed.

Event description:
It was reported that the ventilator had a blank screen. The ventilator was not in patient use at the time of the event.